Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder was selected for implant after performing an echocardiogram 3 times to verify what device would fit the defect. Upon deployment, one of the discs didn't sit properly on the rim and was mis-shaped. The device seemed to have been obstructing the left atrium (la). The device was removed and the procedure was discontinued as the patient had been under general anesthesia for two hours. There were no adverse patient consequences.